Manufacturer narrative:
The index procedure was an elective case done via the femoral approach. The target lesion was the mid lad. The lesion was reported to be : a restenotic lesions post-ptca/balloon angioplasty, concentric, focal, slightly calcified, 2.45 mm vessel diameter, 9.6 mm length, a 54.2% stenosis, and type b1. A cypher 2.5 x 18 mm stent was implanted at 18 atm for 31-60 sec in the mid left anterior descending (lad) coronary artery. The lesion had been pe-dilated with a 2.5 x 20 mm balloon at 12 atm. The stent was not post-dilated. The residual stenosis was 1.5%. The flow pre and post-procedure was timi 3. Ivus was done. At this time, a plaque shift to the ostial lad was reported (adverse event/ae #1). Approx five and one-half mos after the index procedure, the pt complained of chest pain. Eleven days later, coronary angiography was done and a new de novo, 90% lesion was noted in the distal right coronary artery (rca). The lesion was pre-dilated with a 2.0 x 20 mm balloon at 12 atm for 90 sec. A cypher 2.5 x 18 mm stent was implanted at 14 atm for 30 sec. The stent was not post-dilated. The residual stenosis was 0%. Coronary angiography of the mid lad noted a 32% stenosis. No treatment was conducted for this lesion at this time. The pt was discharged three days after the procedure. Approx twenty-two mos after the index procedure, the pt complained of chest pain. Coronary angiography was done and a 71% in-lesion restenosis (ae# 2) was noted in the proximal/mid lad, and the ostial lad area. The restenosis was treated by implantation of an additional cypher 3.0 x 28 mm stent at 18 atm. No other procedural details were available. The residual stenosis was 9%. Please note that device is distributed outside the united states; however, it is similar to the united states prod. The prod was not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two prods used for the same pt. Please reference MFR report # 9616099-2007-02317 and # 9616099-2008-02136.

Event description:
The report rec'd from the affiliate indicated that the pt was included in a clinical study. Approx thirty-seven os after implantation of the pt's second cypher 2.5 x 18 mm stent in the distal right coronary right artery (rca)/posterior descending branch, coronary angiography was done and the stent was noted to have an 81% in-stent restenosis (isr). This is the third adverse event reported for this pt. (Ae# 3). The restenosis was treated by implantation of a taxus 3.0 x 20 mm stent. The residual stenosis was 9% after the procedure. A new 70% lesion was noted in the right atrioventricular branch. This lesion was treated by balloon angioplasty. The residual stenosis 12%. The pt was in stable condition and was discharged from the hosp. The physician's comment was that the restenosis was not related to a problem with the cypher stent.